Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in delivery of inappropriate shocks. The patient was admitted to the hospital for review and was subsequently released and seen in clinic on a later date for follow up. Boston scientific technical services (ts) discussed potential causes. A chest x-ray was taken and noted the system placement to be ok with a slight "s" in the electrode with sense a appearing to be in a more left lateral position. The physician was considering placement of a transvenous system. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Further inspections of the electrode body noted an anomaly inside the electrode insulation, however, the anomaly did not go through to the surface of the electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.